Manufacturer narrative:
Correction: serial number and unique device identifier updated to reflect correct device. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates lead migration was confirmed via x-ray imaging.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the right l5 lead had migrated and unable to provide therapy. Patient did experience a fall recently. Surgical intervention was undertaken wherein the right l5 lead was replaced, and therapy was restored following the procedure.